Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On14-mar-2016, fse was dispatched to the site to address the reported event. Inspection of the device revealed that the small syringe was leaking. Fse replaced the small syringe and sample loop. He was subsequently able to run whole blood samples and successfully perform calibration and controls. Next the customer performed a validation run. When he returned the next day, the results returned at 90% failure. On 21-mar-2016, fse returned to the site for additional intervention. Fse replaced the sample loop & column, inspected all the fittings, and adjusted the injection valve. This resulted in improved total areas on whole blood but quality control (qc) remained low. Further analysis revealed that baselines were intermittently elevated. Fse inspected the detector board. No visible issues were noted; however, he ordered a new one to replace the following week. On 30-mar-2016, fse returned to the site to replace the detector board and adjusted the output to approximately 46mv; then he ran qc. Total areas for qc were 1060~1400, with values 5.4 and 10.6. Next he ran whole blood samples. Total areas were still low (800-900). Fse removed the injection valve several times and increased the small syringe uptake parameters from 135 to 185. Total areas for whole blood were now 1350-2000, but qc total areas were now low (100-300). On 31-mar-2016, fse returned to the site to replace the sample needle, and readjust the injection valve. Then, he trimmed the tubing ends for the 6-way and injection valve. The low total area issue still could not be resolved. The device was subsequently returned to the manufacturer and replaced. No further action was required by field service. The most probable cause of the reported event was due to an out of box failure.

Event description:
On (B)(6) 2016, a customer reported low total area with their g8 analyzer. The device had recently been installed. On (B)(4) 2016, field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting for hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.